Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed motor error during bolus delivery. The blood glucose reading was 400mg/dl. Troubleshooting was performed, and the drive support cap was sticking out. The self test was completed and passed. Advised the caller to disconnect from the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to protruded/loose drive support disk. Unable to perform the occlusion or excessive no delivery alarm tests due to prime anomaly. The motor was tested outside of the device and passed. Unit had scratched display window.